Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The reported condition of the complaint device (depth gauge f/scr ø2+2.4 meas-range up-) is confirmed. The protection sleeve is missing and the needle is bent. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 319.006, synthes lot number: 6251308, supplier lot number: n/a, release to warehouse date: (B)(6) 2009, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of the loaner set, it was observed that the depth gauge was missing a component. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 1 for (B)(4).